Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. A47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. (B)(4).

Event description:
Customer reported his insulin pump is starting to crack by the battery compartment. The damage occurred from tightening and loosening the battery cap. Also, customer uploaded his data to carelink twice, but the data was not there. Customer's blood glucose is 189 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.